Manufacturer narrative:
The lot was manufactured between may 26, 2018 - may 27, 2018. Five actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak coming from the spike port cap at the base of the spike port tubing on the five samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation, five (5) eva tpn bags were observed to be leaking from the spike port cap. It was not reported what process step the events occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.